Event description:
It was reported that during the implant procedure, the right ventricular lead a deformation at the tip of the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.